Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that damage to the cable unit caused the loss of watertightness and prevented the endoscopic image from being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the camera head was unable to display an endoscopic image also exhibited loss of watertightness. There was no patient involvement.